Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging the contrast on her onetouch ping meter was too dark. The medical surveillance specialist (mss) was unable to speak to the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient could not specify when the alleged issue first began but claimed that it the display/contrast was getting darker since the last two weeks. The patient reportedly manages her with insulin through pump therapy and denied taking any action regarding her usual diabetes management routine in response to the alleged issue. The patient claimed 2 weeks later she developed symptoms of "thirst" and despite her symptoms she did not receive any form of medical treatment outside of her usual diabetes management regimen. The patient advised the cca that she did have a back up meter to use but it was not specified whether the patient had a back up meter at the time of the alleged issue. At the time of troubleshooting, the cca assisted the patient with adjusting the contrast on the subject meter display, which resolved the issue. The meter was not being used for the first time. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.